Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred during pumping. There was no known impact to the customer¿s blood glucose level. A cartridge was successfully loaded on the pump and insulin deliveries were resumed. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.